Event description:
The case is a (B)(6) woman who underwent transcatheter closure of multiple muscular vsd on (B)(6) 2012, with around 4 hours of tee use. After the procedure she developed upper gi bleeding. She was treated conservatively and the bleeding stopped.

Manufacturer narrative:
(B)(4). The field service engineer evaluated the probe and ultrasound system. Both system and probe were found to be functioning normally. Philips has requested that the involved probe be returned to the factory for eval. There is no confirmed malfunction, no causal correlation established between the device and the pt injury.